Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.00in. (1.1 x 25 mm) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.00in (1.1 x 25 mm) experienced leakage and a blood control feature that did not work. The following information was provided by the initial reporter: material no: 382533, batch no: 0275687. The angiocath IV catheters we use in the ed are supposed to self-occlude when the stylet is removed so they don't leak blood while the IV tubing is being attached. It was recently reported to me that this feature occasionally doesn't work. As a result blood leaks out, creating an exposure risk and a bloody mess. The most recent instance involved a 20 gauge angiocath, lot number 0275687, bd insyte autoguard bc, 20ga x 1.16 in.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo displaying only one side of the dispenser box. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Additional inspections or investigation into the reported defect could not be performed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.00in (1.1 x 25 mm) experienced leakage and a blood control feature that did not work. The following information was provided by the initial reporter: material no: 382533, batch no: 0275687. The angiocath IV catheters we use in the ed are supposed to self-occlude when the stylet is removed so they don't leak blood while the IV tubing is being attached. It was recently reported to me that this feature occasionally doesn't work. As a result blood leaks out, creating an exposure risk and a bloody mess. The most recent instance involved a 20 gauge angiocath, lot number 0275687, bd insyte autoguard bc, 20ga x 1.16 in.